Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker device exhibited noise, oversensing and pacing inhibition on the right ventricular (rv) channel. Additionally, the patient experienced asystole for more than two seconds. Boston scientific technical services (ts) reviewed the data and noted that there was noise over-sensed and pacemaker mediated tachycardia (pmt) episodes recorded. Ts recommended reprogramming options and also lead integrity testing. The involved rv lead is a non-boston scientific product. The device remains in service. No adverse patient effects were reported.